Event description:
On 1/nov/2023, fresenius became aware patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis and will be transitioning to hemodialysis (hd). Subsequent attempts to obtain additional information (e.g., discharge summary, hospital records, patient demographics, medication records) were unsuccessful.